Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy and the pods pink slide had not moved forward at initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The data showed that the pod ran for 55 pulses and was deactivated after second prime. The data shows that during first prime; timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. The high pulse width drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. The device was rerun, however during the rerun, the device generated an 0x14 alarm and replicated the high pulse widths. It was then observed that the ratchet gear could not move. Inspection of the lead screw and tube nut found the tube nut to be too tight on the lead screw. The tube nut being too tight on the lead screw was able to be confirmed as the cause of the reported needle mechanism failure and the high pulse width with a drive stall observed in the data.